Event description:
The manufacturer received information alleging device is making noises and leaking water related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b4 on previous report was entered incorrectly as (B)(6) 2022. The correct date that should have been entered into section b4 is (B)(6) 2022.